Event description:
It was reported that during a spinal surgery unrelated to the implanted device, there was a catheter problem/complication related to the catheter being fractured when it was accidentally cut in the middle of the distal portion. The healthcare professional (hcp) used an 8590-9 revision kit and was successful at attaching/splicing the two pieces of cut catheter together again. The hcp observed csf (cerebrospinal fluid) back flow when the catheter was accidentally cut. No pieces were broken off or left in the intrathecal space. No patient symptoms were reported. The patient recovered without permanent impairment. The pump was used to infuse morphine. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2008, product type: catheter. (B)(4).